Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 3, with no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised by technical support to use an alternate method, specifically mdi, to ensure insulin delivery while a replacement pump was arranged. The customer agreed to complete the necessary training before using the replacement, and instructions for returning the faulty pump to tandem were provided and understood.